Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A certain® low profile one-piece abutment 3.4mm(d) x 4mm(h) (item # ilpc344u) was returned for investigation. Visual inspection of the as returned product identified that the one-piece abutment had fractured across the threads. DHR review was completed for the subject lot number (2014101614). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2014101614) for similar event and 3 other complaints were identified december post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or device (ilpc344u). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that the low profile abutment was fractured and removed from the implant.